Manufacturer narrative:
The pump had an open book / critical pump error after battery installation. The critical pump error was generated by pump error 53 per boot loader traces. The formatted history file confirmed the pump error 4 and pump error 53 line numbers 50712 and file number 50872. Unable to determine the root cause. Unable to perform the functional tests, including the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a critical pump error. The pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.